Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of left knee due to popping and painful sensation. Original surgery was (B)(6) 2010. Pictures of explanted implants were provided. No further information will be provided by the hospital or surgeon.